Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but the lead had very low sensing numbers through the analyzer and was also noted to have possible helix extension issues as it took an abnormal number of turns to extend the helix. A different model lead was implanted and was also noted to have low sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.